Event description:
It was reported that the customer had received no delivery alarms on the insulin pump in the past. These occurred with two sets on the same day and the customer was finally successful delivering with the third set. Customer's blood glucose was not recalled. Troubleshooting could not be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.